Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A receiver (part number stk-rf-001/serial number (B)(4)/lot number 5220836) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. A review of the downloaded data lot did not confirm the reported event of a loss of connection. A root cause could not be determined. It is unknown if the returned device is the complaint device.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.